Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days post-implant the patient experienced chest pain due to perforation of the right ventricular (rv) lead with a small pericardial effusion. It was also noted that the patient was in rapid atrial fibrillation (af). The rv lead was repositioned and remains in use, and the patient was cardioverted. No further patient complications have been reported as a result of this event.